Manufacturer narrative:
This report is being submitted as follow up # 1 to provide the sample evaluation results. The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation is based upon the user facility information and evaluation of the retention samples from the reported product code/lot number combination as well as the surrounding lots. Visual examination confirmed there were no defects. In addition, functional testing confirmed the products met manufacturing specification. The investigation results verified that the retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
UDI number is not yet required for this product code. The actual device was not returned to the manufacturing facility for evaluation. The investigation has yet to be completed. A follow up report will be submitted when the investigation is complete but no later than 30 days from the date that this report was sent. For this reason, (B)(4). A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The user facility reported similar complaints related to another device from the same product code/lot number combination, also see MDR 1118880-2015-00224 and 1118880-2016-00232. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not available.

Event description:
The user facility reported leakage through the valve on the involved device. Follow up communication with the user facility confirmed the following information: the doctor was using an rsb712 in an atherectomy case; blood leakage was noted through the valve; the doctor swapped out the sheath twice; blood loss was less than 250cc; the procedure was completed successfully; and the patient was reported as in stable condition.